Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier was received at the fisher & paykel healthcare (f&p) regional office in (B)(6) where it was inspected by trained f&p personnel. The device was performance tested and the audible alarm was checked. Results: performance testing revealed that the audible alarm indicator of a mr850 respiratory humidifier was not working. We are unable to determine what may have caused the reported failure. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in (B)(6) requested a routine service for a mr850 respiratory humidifier. Upon device servicing at the regional office in (B)(6), it was found that the audible alarm was not working. There was no patient involvement.